Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one silverhawk btk directional atherectomy device to treat a mid-right posterior tibial artery lesion, exhibiting (B)(4) stenosis. The lesion was not predilated. The IFU was followed during prep, procedure and post procedure. It was reported that resistance was not felt, the distal tip was damaged and did not allow the cutter blade to fully open & close. The cutter detached from the driveshaft while packing down in the nosecone. When the physician then attempted to activate the cutter, it would not come back to the cutter window and remained in the nosecone. The tip did not separate at the hinge pin. The physician completed the procedure using a new device. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the silverhawk was returned without a cutter driver. No ancillary devices were included. The silverhawk was inspected and observed the cutter was advanced within the laser drilled segment of the distal assembly. There was no indication the cutter assembly was not connected to the drive shaft. Dried blood was observed within the distal assembly; however no damages were noted. The silverhawk was inserted a cutter driver from the lab. The cutter driver was activated and the thumb-switch retracted. The cutter assembly was pulled back into the cutter window as intended. No damages were observed to the visible cutter assembly. The thumb-switch was pushed forward and the cutter advanced approximately 1.7 cm distal the cutter window. There was no evidence the cutter assembly separated from the drive shaft. The cutter was able to retracted and advanced as intended during lab testing. If information is provided in the future, a supplemental report will be issued.